Event description:
According to the info the hosp provided the sales representative, the twist drill broke during use. No adverse consequences to the pt were reported.

Manufacturer narrative:
Summary of eval: eval results as received from howmedica leibinger gmbh indicate that the drill broke in a ductile manner due to torisonal/bending overload. No material no mfg defects were observed by sem/eds analysis.